Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).

Event description:
A nurse reported that a knife was too blunt and presented too much cut resistance while attempting the incision during surgery. An alternate knife was obtained to continue the procedure. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing inside of a tray and blister package. The sample was inspected per facility procedure and was determined to be visually nonconforming with damaged cutting edges. The sample had the appearance of rust-like material on the blade. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. No lot number was identified with this complaint therefore lot history and complaint history reviews could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).